Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the calcified anterior tibial artery. A 3.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon lost its strength and shape. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The inner shaft is buckled in numerous locations under the balloon which is consistent with damage seen with interaction with a guidewire. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device. The device inflated and held pressure for 5 minutes without leaking. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the calcified anterior tibial artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon lost its strength and shape. The procedure was completed with another of the same device. No patient complications were reported.